Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had difficulty changing site and as a result, blood glucose dropped to 30 mg/dl, which was treated with food and blood glucose elevated to 60 mg/dl. Call was dropped. Call return was unsuccessful and call went to voicemail.